Manufacturer narrative:
The devices used in treatment have not been returned for evaluation, and have received notification that they will not be returned, due to this we are unable to conduct an assessment to establish a relationship between the event reported and the device. Therefore, the root cause remains undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Further guidance can be found in the IFU. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional corrective actions are required, however this investigation is now complete. A review of the device history was not possible on this occasion as no batch/lot number was submitted, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that a renasys touch was in use on a patient with a very large wound in burn center. The negative pressure wound therapy was applied in the operating room and within a very short period the pump gave "canister full" alarms while they were not full at all. The treatment continued with the same device and there was no delay. No patient harm reported.